Event description:
The physician achieved arteriotomy closure with the perclose a-t (closer ak) device after an interventional procedure. Fluoroscopy was done to confirm arteriotomy placement of the device in the common femoral artery. There was no report of resistance during insertion. Mark was achieved and the physician continued to advance the device. The foot was deployed. The physician did not pull the device back to rest the foot on the anterior aspect of the arterial wall. The needles were delivered, the foot was parked and the knot was delivered. The patient was observed to have a dimininshed peripheral pulse. The patient was taken to surgery a short time later. A slight dissection of the artery was found, which was repaired with a graft. It was also noted that the knot was found inside of the artery. The patient was discharged the next day. There was no reported blood loss and no further adverse patient sequelae.